Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie drawer was failed and not detected on bus. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 had failed. The field service engineer (fse) inspected the drawer and proactively replaced the controller board, then updated the firmware. The fse tested the drawer using the hardware test application, with all tests passing successfully. The customer was able to test the drawers without encountering any further failures or unexpected pocket ejections. The system functioned as intended after the field service engineer repaired the device.